Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation of the patient was discussed. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. During the explant surgery perforation of the right ventricle occurred, due to this a tamponade occurred, therefore, a new lead could not be implanted. The new lead implant procedure was rescheduled. This lead is expected to be returned for analysis. No further adverse patient effects were reported.